Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms after multiple set changes. The customer's blood glucose was 261 mg/dl at the time of incident. Troubleshooting was performed and insulin exit with manual prime. Customer was advised that insulin pump was working as designed and that alarm was caused by infusion set of reservoir occlusion. The insulin pump will not be returned for analysis..